Event description:
The consumer reported via the manufacturer representative that his implant was ¿spiking¿ in intensity. The patient stated he cannot turn it down because he is ¿addicted¿ to the stimulator and if he turned it down he would not get pain relief. The patient was advised to turn the stimulator intensity down or off, but did not want to do that stating that the device was defective and should be studied. It was reported that the patient had been seen on (B)(6) 2016 by the representative at the healthcare professional¿s office to activate the adaptive stimulation and everything appeared to be working as intended at that time. It was noted that no specific diagnostics were done at that time. The patient was informed that any changes in neck positon or extension or flexion of the spine would cause the intensity to feel greater. The issue was not resolved at the time of the report. The indication for use was non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.